Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Correction: b5, d2, and h6 (medical device problem code). The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated during testing. Internal inspection identified loose battery lug nuts, resulting in intermittent power loss consistent with the reported device shutdown. The battery lug nuts were replaced and torqued to specification, resolving the customer report. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.